Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ligasure did not cut the tissue and as the tissue was retracted toward the pulmonary artery at the base of the apical anterior trunk, a significant artery bleed occurred. As reported, the significant artery bleed was controlled with a sponge stick, the procedure was converted to an open thoracotomy, and the area of bleeding was controlled digitally. As reported, patient ebl was 750ml, requiring 2 liters of prbc. As reported, the patient nearly exsanguinated and additional anesthesia was required. As reported, the patient was transferred to the ICU in stable condition and the total operative time was 2 hours and 27 minutes. There was no other patient injury or medical intervention reported and extended procedure time reported was greater than 30 minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the handle, blade trigger, button, shaft, and jaws appeared to be intact. The device plug is stryker branded, the plug was inspected for damage, corrosion, and deformation and none were found. Spacer pads were inspected and no damage was found. The handle functionality was tested and confirmed to be acceptable as the jaw lever was able to actuate the jaws multiple times. The handle lever was returned to the start position and the jaws open when released. An audible click was heard when the jaw lever engaged the click tab and a second click was heard when engaging the purple activation button. No anomalies were observed on the second click when engaging the purple activation button. While the jaws were in the locked position, they were inspected and found to be properly aligned. The blade trigger was tested and verified to maintain proper movement. Manual continuity tests was performed and passed with no issues. The device was tested for cutting using tyvek paper. 3 cuts were made with no issues or hesitation. The device was connected to the force triad generator to verify that the device could seal, coagulate, and cut on the test medium (pork intestine). The device was recognized by the force triad generator and the default number of power bars was displayed (2). The instrument was energized while grasping a test medium, and 30 sample cuts were made without any errors during the test. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - grasping on too much tissue or inappropriate tissue types or on staples. Tissue build up (eschar) - dull or damaged cutting blade - device not properly cleaned the instructions for use (IFU) state: - do not overfill the jaws of the instrument with tissue, as this may reduce device performance. - avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. - do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur - use caution during surgical cases in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. - if the generator provides multiple power settings, use the lowest power needed to achieve the intended effect. - do not use this instrument on vessels in excess of 7 mm in diameter. - if the instrument shaft is visibly bent, discard and replace the instrument. - do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. - eliminate tension on the tissue while sealing and cutting to ensure proper function. - use caution when grasping, manipulating, sealing, and dividing large tissue bundles. - do not bend instrument shaft. - do not attempt to seal over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. - do not overfill the jaws of the instrument with tissue, as this may reduce device performance. - keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. - the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. - a continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. - notice ¿ the surgeon may inspect the seal before cutting the vessel or tissue. After inspecting the seal, the surgeon should create a second seal adjacent to the first seal before cutting, as described below. - a tone with multiple pulses indicates that the seal cycle was not completed. Refer to the troubleshooting section for possible causes and corrective actions. Do not cut tissue until you have verified that there is an adequate seal. - to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. - activating energy delivery with a footswitch when the activation button is not fully depressed may result in improper sealing and increase thermal spread to tissue outside the surgical site. Proper pressure is being applied to the tissue when the lever keeps the activation button fully depressed. - energy-based devices, such as esu pencils or ultrasonic scalpels that are associated with thermal spread should not be used to transect seals. - failure to maintain steady pressure on the lever while cutting can result in inadvertent reactivation of energy. - remove any embedded tissue from blade track and jaw hinge area. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the ligasure did not cut the tissue and as the tissue was retracted toward the pulmonary artery at the base of the apical anterior trunk, a significant artery bleed occurred. As reported, the significant artery bleed was controlled with a sponge stick, the procedure was converted to an open thoracotomy, and the area of bleeding was controlled digitally. As reported, patient ebl was 750ml, requiring 2 liters of prbc. As reported, the patient nearly exsanguinated and additional anesthesia was required. As reported, the patient was transferred to the ICU in stable condition and the total operative time was 2 hours and 27 minutes. There was no other patient injury or medical intervention reported and extended procedure time reported was greater than 30 minutes. These are commonly used devices that are readily available.